Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. During testing, the device copuld not stay powered on long enough to deliver a defibrillation shock. After a thorough device investigation, a cause of the reported power issue could not be determined.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported that their device was displaying its charge-pak and attention icons. After an evaluation of the device, it was observed that the device did not have sufficient power to stay powered on long enough to potentially deliver defibrillation therapy, if needed. There was no patient use associated with the reported issue.